Manufacturer narrative:
Device lot number, and manufacturer date unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the navlock ratcheting straight handle is defective. There was no patient present.